Event description:
Surgeon was using a stryker smoke evacuation bovie during a surgical procedure and burnt her finger. The bovie was discarded. Surgeon was double-gloved at the time of use. FDA safety report ID# (B)(4).